Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited lead noise resulting in non-sustained right ventricular oversensing. On (B)(6) 2017, the patient presented in clinic and a chest x-ray showed that the lead had dislodged and therapies were disabled for the device. No patient symptoms were reported. On (B)(6) 2017, the lead was removed and replaced and the patient was stable following the procedure.